Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that patient underwent periurethral injection of bulking agent and excision of mesh on (B)(6) 2013 due to exposure and recurrent sui.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent gynecological procedure and mesh was implanted along with cystoscopy and posterior colporrhaphy due to rectocele, cystocele, pop and sui. It was reported that following insertion the patient experienced urinary tract infections, pain during intercourse, pain during urination and pelvic pain. It was reported that patient underwent mesh removal on (B)(6) 2013 due to mesh erosion and exposure.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent paravaginal repair.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted into the patient. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.